Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR. After an implantation time of approx 3 days, an exit blockage was reported and the pacemaker kept pacing in a bipolar manner, despite the unipolar lead. The pacemaker was then reprogrammed to unipolar mode.